Event description:
It was reported that the device was presenting with auxiliary control unit watchdog failure. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under (B)(4)., as a result of warning letter (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Auxiliary control unit watchdog failure and primary audible alarm post was found in pump event history log. Reported problem was unable to be duplicated during power-up test. The root cause of the reported issue was unable to be found. Actions were taken to mitigate the reported issue: replaced speaker for preventive. A corrective and preventative action has been opened to address the reported issue.